Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that 2 pen needles clogged. Verbatim: consumer reported finding during injection 2 pen needles that were clogged - informed consumer of proper non patient end placement."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 4/19/2021. H6: investigation: customer returned a total of 51 pen needles, two of which have their tear drop labels intact indicating that they are 4mm, 32 gauge pen needles from lot 0189494. The remainder have been opened and do not feature their inner shields. All of the pen needles were visually inspected prior to testing for needle clogs. Four of the returned pen needles have had their cannulas bent at the proximal end of the hub¿s needle cannula, while another two have had their cannulas broken on the non-patient side at the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needles for use, potentially if the pen was not properly aligned with the cannula. The remaining pen needles featured no damage of any kind. This group included the unopened pen needles. 24 of the remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needles. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that 2 pen needles clogged. Verbatim: consumer reported finding during injection 2 pen needles that were clogged - informed consumer of proper non patient end placement."